Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent was implanted 2.5 months after ubd date.

Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The review of the production documentation confirmed that the device was manufactured according to specifications. The use by date (ubd; 14-jun-2024) was correctly printed and legible on the product label, both on the inner and outer packaging. The investigation confirmed that the stent was used after the indicated ubd (01-sept-2024). The expiration date was clearly stated on the product label and explicitly warned against in the instructions for use (IFU). The provided cath lab report revealed no indication or explanation for the delayed use. Based on the conducted review, no manufacturing related root cause could be identified. It was confirmed that the device was not deliberately implanted. The day after implantation it was detected that the device was expired.